Event description:
The reporter responded to call to make complain regarding device flexi-seal fecal management system. The reporter said her husband was in intensive care unit for treatment of heart attack. She also mentioned he was on blood thinner and antibiotics which was informed to the health care service providers in the intensive care unit. During the time in ICU, he had diarrhea and flexi-seal fecal management system was inserted on (B)(6) 2025. The caller stated, "the device was used on my husband without consent and without records or documentations." He experienced vomiting, abdominal distention and rectal bleeding. The tube was removed on (B)(6) 2025. He passed away on (B)(6) 2025.